Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a prime/fill anomaly. The blood glucose at the time of the incident was 75 mg/dl. The customer stated that the pump was stuck in fill tubing. She saw drops and thought it would automatically finish but it continued. The customer was assisted with getting through the prime cycle. The customer treated with yogurt and a whole wheat sandwich. Troubleshooting was performed. The device was not returned for analysis.